Manufacturer narrative:
Cont. E.1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side device rupture diagnosed by ultrasound. Healthcare professional reported capsular contracture baker grade ii. Device remains implanted.

Manufacturer narrative:
Clarification d.6b: device has been explanted, no explant date provided. Device analysis results: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as unidentified (tear). Shell thickness was within specification). ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. No additional observations performed on the device. No further actions are required. Additional, corrected and/or changed data: b.5, d.6b, h.3, h.6.

Event description:
Healthcare professional reported left side device rupture diagnosed by ultrasound. Healthcare professional reported capsular contracture baker grade ii. Device was explanted.